Event description:
It was reported that suture placement was successfully using two proglide device in the left common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. During the aaa procedure the sheath was upsized to 12f and the aaa procedure was completed. Reportedly, after the aaa procedure during the arteriotomy closure the knot of the first pre-placed proglide suture was advanced to the arterial surface. During advancing the knot of the second pre-placed proglide, the knot would not advance all the way down to the arterial surface. A third proglide device was deployed in the 12f arteriotomy and the knot also would not advance all the way down to the arterial surface. A surgical cut down was performed to remove all the deployed sutures and to achieve hemostasis. There was no reported adverse patient sequela. There was a less than 30 minute delay in the procedure due to the surgical cut down. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.